Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 3.0x20mm drug eluting stent was placed in 2005. The pt discontinued plavix about one month piror to the thrombosis event to prepare for an upcoming surgery. In 2006, a thrombosis was found. It is unk how the pt presented or iwth what symptoms. A balloon was used to treat the thrombosis and a 3.0x20mm taxus stent was implanted. At the time of the report, the pt was still hospitalized. No further pt complications were reported. Additional info was requested, but is unavailable.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. A similar complaints review could not be performed as the batch number is unk. The cause of the difficulties experienced during the procedure could not be determined.